Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced right sided diaphragmatic stimulation. X-ray revealed the right atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2018. The patient was in stable condition prior, during and post procedure. On (B)(6) 2018 it was noted that the lead had dislodged again. During lead revision procedure, the IV failed and no anesthesia could be administered so lead revision was abandoned and the chronic ra lead was explanted and the atrial port was plugged. The patient was in stable condition prior, during and post procedure.